Event description:
Procedure type: lap chole. According to the reporter: the surgeon was performing a robotic lap chole. It was shared with me by staff that he attempted to clip the ducts with wreck clips using the robot. This was apparently unsuccessful because the surgeon said there were adhesions. The surgeon converted the case to conventional lap chole and used the device to clip the ducts. The surgeon fired two clips. The surgeon stated that the pt went home, experienced complications, and had to be airlifted north to an (B)(6) ER. The pt came back on (B)(6) 2013. The surgeon stated the clips came off the duct and were not present in the pt. An ercp was used to determine that info. The pt is doing better. Did a diagnostic lap with a wash out and found bile.

Manufacturer narrative:
(B)(4).